Event description:
When two or lights were bumped together a paint chip was observed to fall from the or light onto a mayo stand. Closer inspection revealed that the painted plastic cover the arm joint had paint that was not bonded to the plastic cover.